Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue; guide catheter: mach1; stent: synergy. (B)(4). The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was a procedure was to treat an eccentric, de novo lesion with mild tortuosity, moderate calcification and 90% stenosis in the mid left anterior descending (lad) artery. After a non-abbott stent was implanted, a 3.0 x 12 mm nc tenku balloon dilatation catheter was prepped and advanced for post dilatation with no issues noted. However, during the first inflation, the balloon ruptured at 12 atmospheres (atm). There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device used in this procedure was not returned and may have assisted in the investigation of the event. A search of the complaint handling database was performed and other incidents were identified from this lot for issues related to balloon ruptures. While a search of the lot history record for this specific lot indicated one related non-conformance record, based on an expanded investigation, a product issue possibly related to manufacturing was identified. Further assessment of this issue per site operating procedures was performed. The performance of these devices will continue to be monitored.